Manufacturer narrative:
(B)(4). G2: foreign ¿ mexico. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the hip procedure, the surgeon tried to place the liner for 40 minutes. They checked that the screws were in place and there was no tissue obstructing, but the liner could not go down. A new insert of the same size was placed immediately. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h4; h6. The following sections were corrected: h6 health impact. Visual examination of the provided pictures identified a liner. No further evaluation could be made from the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.